Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at medicon due to expire of stock period after visual inspection. A lot history review (lhr) of rezf0059 showed no other similar product complaint(s) from this lot number. Discarded at medicon due to the expire of stock period after visual inspection.

Event description:
It was reported that after puncturing the needle and inserting the guidewire, the operator failed to insert the dilators. Allegedly the distal end portions of the dilators were cracked. Allegedly the operator expand the insertion site with a pean, but also could not insert the dilator. Another dilator was used to complete the procedure.